Event description:
Laparoscopic hernia repair: device was inserted into the trocar, handle was used to open jaws and device broke. Tip recovered. The patient was not injured. Surgery was delayed five minutes for x-ray.

Manufacturer narrative:
Manufacturing site evaluation: evaluation is on-going.